Event description:
It was reported that on an unknown date, it was notified that advanced retrograde femoral nailing system (rfna) nail will be removed and converted to a distal femur replacement in the future. The x-ray shows a possible non-union fracture. This complaint involves (4) devices. This report is for (1) unk - nail head elements: rafn spiral blade. This is report 2 of 4 for (B)(4). Related product complaint: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - nail head elements: rafn spiral blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, no further action is required at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.